Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received emergency medical treatment due to low blood glucose on (B)(6) 2021, with blood glucose of 45 mg/dl. Customer was treated as a result of low blood glucose level. The customer was treated with food. The insulin pump will be returned for analysis.